Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd plastic non-sterile luer-lok¿ tip syringe was deformed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. The photo depicted a 5ml assembled syringe. The syringe has a distorted stopper. A distorted stopper is rejectable per product specification. Potential root cause for the distorted stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper of the bd plastic non-sterile luer-lok tip syringe was deformed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. The photo depicted a 5ml assembled syringe. The syringe has a distorted stopper. A distorted stopper is rejectable per product specification. Potential root cause for the distorted stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper of the bd plastic non-sterile luer-lok tip syringe was deformed. There was no report of exposure, injury, or medical intervention.